Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) (B) (4) alleging that a one touch ultramini meter read inaccurately low and erratic. The patient indicated that the alleged issues started on (B) (6) 2010, at unspecified times. The patient alleged inaccurate erratic blood glucose readings of "8.53 and 14.0 mmol/l." The time difference between the tests was reportedly around 1-2 hours. An hour or so after the alleged issue began, the patient claimed that she developed low symptoms of feeling weak, tired, and sweaty. While feeling low, the patient reportedly tested her blood glucose and got a result of "4.2 mmol/l." However, the patient felt as though her blood glucose level was more like "6.5 mmol/l." The patient claimed that she also ended up passing out while she was at a shopping center. The patient was taken to a hospital by an unk means. According to the patient, her blood glucose was tested on a hospital/emergency room (ER) meter but the result(s) obtained were not provided. The patient claimed that she was treated with insulin (unk type). It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what date(s)/times the reported meter readings were obtained, what actions (if any) the patient took based on the meter readings, what date/time the symptoms developed, what time she passed out, and what actions the patient took before and after the symptoms started. In addition, it would have been helpful to know what her diagnosis was in the hospital/ER, what time she was taken to the hospital, what blood glucose reading(s) the hospital obtained, and if she received any treatment prior to being taken to the hospital. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received insulin treatment in a hospital as a result of the meter reading inaccurately low and erratic.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.